Event description:
It was reported that on (B)(6) 2023, a patient presented with grade 3-4 mixed mitral regurgitation (mr), friable leaflets, and a prolapsed posterior leaflet for a mitraclip procedure. One ntw was implanted and the mr was reduced to grade 2. On (B)(6) 2023, the patient presented with shortness of breath upon exertion, mr was worsened at grade 4, and a single leaflet device attachment (slda) was observed on the echocardiogram. The posterior leaflet was detached. Per the physician, the slda occurred due to friable leaflets and poor imaging from the first procedure. A second clip intervention was performed. It was noted that imaging was challenging. One ntw was implanted lateral to the slda clip. A second clip could not be implanted on medial to the slda because the mean pressure gradient was 10mmhg. The clip was removed, there were no adverse effects cause by the transient gradient, and the gradient returned to the new baseline after removing the clip. Procedure ended with an mr grade 1-2. There was no adverse patient sequelae or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported poor image resolution was associated to poor imaging and the slda was due to patient anatomy and poor image resolution. The worsening mr appears to be related to the slda. The dyspnea appears to be a cascading effect of the worsening mr. Mr and dyspnea are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.